Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaints of difficulty connecting the ipg was not verified. The battery charge profile indicates that there was no charge attempts prior to the explant procedure, suggesting that the device had been perhaps depleted, and so, it was unable to link. Daily battery depletion rate with stimulation turned off was verified to be normal.

Event description:
A report was received that during a lead revision for inadequate therapy the device would not communicate with the remote control. Troubleshooting was attempted in the or room but was not successful. The physician believed that the ipg was defective and chose to implant a new ipg. The patient was reportedly doing fine after the revision procedure.

Event description:
A report was received that during a lead revision for inadequate therapy the device would not communicate with the remote control. Troubleshooting was attempted in the or room but was not successful. The physician believed that the ipg was defective and chose to implant a new ipg. The patient was reportedly doing fine after the revision procedure.